Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Device was received with no telemetry and no output. Device image could not be saved due to loss of telemetry. Device was cut open to enable further testing, no anomalies were noted from visual inspection. The devices battery was disconnected and then re-connected to reset the device power. After battery power was re-connected, telemetry and device output were re-established, which is consistent with a hardware latch-up condition. Additional testing was performed to verify the devices functionality did not find any anomalies and could not reproduce the reported condition. A longevity assessment was also performed and device was at normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was unable to be interrogated via inductive and radiofrequency telemetry during the implant procedure. The device was not used and a new device was implanted to resolve the event. The patient was in stable condition.